Event description:
It was reported by the patient, that she was implanted with a right stryker knee in (B)(6) 2018. The patient had an infection on or around (B)(6) 2018 and was revised on or around (B)(6) 2018 and implanted with antibiotic spacers. On or around 3 months later the spacers were removed, and the patient was implanted with competitor devices. The patient continued to experience pain, inability to bend the knee and limping. The patient stated the surgeon gave her the option of amputation or fusion and the patient opted for her leg to be fused and was implanted with a rod on (B)(6) 2021. The patient is still experiencing pain, inability to walk, her foot drags, one leg is shorter, and her spine is being affected. The patient stated the surgeon is now recommending amputation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.